Manufacturer narrative:
Additional information: initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Site declined system evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the position of the image acquisition system (ias) wobbles when the system is docked and powered up. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating the site's biomedical engineer checked the system and cannot replicate the issue, therefore declined a system checkout.